Event description:
It was reported on (B)(6) 2025 that the patient presented with functional mitral regurgitation (mr) for a mitraclip procedure. During the preparation of mitraclip, the gripper was unable to lower. The issue was persistent with the second clip as well. Troubleshooting was performed and was unsuccessful. The clip was replaced with another device to complete the procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult gripper actuation. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device returned to analyze, a cause for the reported difficult gripper actuation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.